Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump shows "check clutch/plunger level" while running and a grinding noise is audible. No patient injury reported. No additional information available.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found a cracked right plunger case and bottom case. During the functional testing, a "check clutch" error was found during the occlusion test. The root cause was found to be that the lead screw and both clutch halves were slipping due to normal signs of wear. The lead screw and both clutch halves were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.